Event description:
It was reported that upon interogation, the right ventricular lead had widely varying impedances and was oversensing. A lead revision was performed for lead integrity issues and the lead was repaired with silicone patch. The lead remains in use. It was also reported that the lead will be extracted in the near future as there is an infection and an open wound at the incision site. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.